Manufacturer narrative:
510 k #: k160229. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle has punched to targeted tissue, but needle cannot access to tissue. Needle tip is not pointed enough. That is why they has been try old needle a few times more but they failed again. They decided to use new ebus needle.

Manufacturer narrative:
510 k #: k160229. Device evaluation: 1 unit of lot cf1654773 of echo-hd-22-ebus-o was returned opened in its original packaging. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 13 march 2020. The returned device lab findings and observations can be referred through the attached files. No defects were observed on the returned device. Tip of needle checked and no issue observed. As there is mention in the complaint description of needle not pointed enough an additional (B)(4) was opened to investigate this issue. Document review including IFU review prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-22-ebus-o of lot number cf1654773 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf1654773. The notes section of the instructions for use, ifu0051-8 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site" and "this device is intended for use with an olympus ebus scope". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0051-8). Q.10 of the additional information also indicates that a fujifilm eb-530us scope was used rather than an olympus scope as per ifu0051-8 ¿this device is intended for use with an olympus ebus scope¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to the type of scope used. Root cause review a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. This may have caused the issue with the needle accessing to tissue as the stylet provides support to the needle to permit puncture. Summary complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Needle has punched to targeted tissue, but needle cannot access to tissue. Needle tip is not pointed enough. That is why they has been try old needle a few times more but they failed again. They decided to use new ebus needle. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.